Event description:
Additional information received reported the pump was decreased at the lowest setting while the patient was inpatient. Later the patient returned to the office and the pump was filled with normal saline. Information contradicting the previously reported information was received. It was noted that the event was not a pocket fill. The pump was refilled on (B)(6) 2014 and the patient did not experience symptoms until (B)(6) 2014. The drug in the pump at the time of the event was reported as hydromorphone, not morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8703w, lot# l57665, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that there was a possible pocket fill at a refill. The patient was found at home unresponsive after having his pump refilled that day. Symptoms included overdose symptoms, specifically being non responsive. He spent 4 days in the ICU (intensive care unit). Actions required as a result of the event consisted of the hospitalization. It was unknown if any diagnostic testing or troubleshooting was performed. It was also reported the patient returned to the health care provider (hcp) office on (B)(6) 2014 and the pump was filled with normal saline. The patient was also discharged from the hcp¿s practice. The patient¿s status at the time of this event was listed as ¿alive ¿ no injury¿. It was also noted the patient was to have a dye study and discuss reinitiating therapy. The device system was used to deliver morphine. It was later reported the patient was having a dye study done on (B)(6) 2014. The hospital was reportedly who said that a pocket fill was done. The managing hcp fired the patient after that and they now had a new hcp. It was later reported that the dye study showed the catheter to be in place with good flow of contrast. It was then noted the patient planned to have the system explanted. It was further reported that the patient had also reported he was getting good pain relief with the medication regime their hcp had prescribed. Additional information has been requested, but was not available as of the date of this report.